Event description:
It was reported that the cns is not generating any sound. No consequence or impact to the patient.

Manufacturer narrative:
On (B)(6) 2019 customer stated cns was experiencing a sound related issue. Customer had tried swapping audio cable for known working cables, added external speakers, and verified windows sound settings to make eliminate possible causes. On (B)(6) 2019 customer responded to nk's inquiry about the issue by stating that customer it resolved the issue by putting a slave monitor on the cns device and updated the sound settings. On (B)(6) 2019 customer again stated that sound was resolved by customer it changing sound settings on the cns software. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the root cause of the issue was due to sound settings, not device malfunction. Device was put into service on (B)(6) 2019. Service history shows no other tickets for this device. Customer's service shows the issue has not re-occurred. Corrected information: d4. Model number. F9. Approximate age of device: incorrectly calculated.

Manufacturer narrative:
It was reported that the cns is not generating any sound. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the cns is not generating any sound. No consequence or impact to the patient.